Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation post-operative. Reprogramming was unable to resolve the issue. X-rays were taken and revealed that lead has migrated out of the epidural space. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014, where the lead was revised.